Manufacturer narrative:
This report is for an unknown guides/sleeves/aiming: sleeve/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Investigation summary complained issue could not be replicated and/or confirmed based on the available information. No pictures and/or x-ray¿s were provided and no material was returned for investigation. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available (information or/and material), the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, during a femur interlocking surgery for the femur shaft fracture, the surgeon had a difficulty and was not able to lock the synthes shaft fracture nailing system (ssfns) femur nail. An unknown drill sleeve inside an unknown aiming arm was not targeting the proximal holes of the a2fn nail. However, the surgeon completed the surgery by using the bigger length of the a2fn nail. There was a surgical delay of twenty (20) minutes. Patient outcome is stable. This complaint involves one (1) device. This report is for one (1) unk - guides/sleeves/aiming: s. This report is 2 of 3 for (B)(4).